Manufacturer narrative:
Additional information was requested, and the following was obtained: interceed was removed at the time of re-operation. Also, no anti-adhesion material was used.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient demographics: age, gender, weight, bmi at the time of index procedure, relevant history - no further information is available. Was hemostasis achieved prior to application of the interceed? - no further information is available. Why does the surgeon believe that the use of interceed caused the fibrotic inflammation? - because the pathological diagnosis of the use place of interceed was done. What was meant by ¿anastomosed¿? - the whole adhesion site and interceed were removed and the intestines were anastomosed. What is the patient's status currently? - after the operation, the condition is stable. And the patient will be discharged from the hospital soon. If it is possible, please provide a lot number? - the lot number is unknown. No further information will be provided.

Event description:
It was reported that the patient underwent a duodenal hiatus hernia repair procedure on (B)(6) 2019 and the absorbable adhesion barrier was placed on the center of the sutured site. During the surgery, after hernia repair, there was a small damage on the pulled out intestinal tract, and the damaged part was sutured. Following the procedure, the patient experienced a symptom like an ileus. The progress was observed for a while, but there was no sign of recovery, so a reoperation was performed on (B)(6) 2019. When the laparotomy was performed, it was found that the intestine had been adhered to surround the absorbable adhesion barrier. It was also reported that the whole adhesion site and absorbable adhesion barrier were removed and the intestines were anastomosed. As a result of pathological diagnosis, fibrotic inflammation was confirmed. The patient¿s condition is stable, and the patient will be discharged from the hospital soon. No further information is available.